Event description:
The customer reported poor image quality, no detail in extremities. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed all related alignments and calibrations. System operates as intended. (B) (4).